Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse determined that the single board computer (sbc) repair kit needs to be installed. No further repair information is available as the customer declined the repair.